Event description:
Same case as: 2134265-2014-01931 and 2134265-2014-01865. It was reported that the motor drive unit did not pullback. The motor drive unit was used in conjunction with a bsc catheter intended to visualize the lesion. During procedure, motor drive unit failed to perform automatic pullback. They assumed that the setting of the cover was bad and the thread did not work correctly. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).